Event description:
While reaming the reamer stopped working. Dr. (B)(6) pulled the reamer out of the joint and noticed that the shaft inside of the offset reamer handle appeared broken and seized up. = 15 minutes surgical delay. Case type: tha.

Manufacturer narrative:
Product identification: the reported device was a offset cup reamer handle, p/n 212760, lot 3539108, RMA 267104. Inspection: visual inspection showed u-joint interference with the outer shell. See attachment. In addition and not related to the failure claimed in this pr. Visual inspection showed that a screw disassociated from the device. The attached figure shows failure. Product history: review of the device history records indicate 49 devices were manufactured and accepted into final stock on 07/15/2015 with no reported discrepancies. Review of the device history records indicate 30 devices were manufactured under lot 3539108 and 21 devices were accepted into final stock on 01/05/2017 and 09 other devices were accepted into final stock on 01/03/2017.no non-conformances were identified during inspection. Complaint history review: a review of complaints in trackwise related to p/n 212760, l/n 3539108 shows no additional complaints related to the failure in this investigation. Nc/CAPA history review: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Conclusion: visual inspection showed u-joint interference with the outer shell. In addition, visual inspection also showed that a screw disassociated from the device, this is not related to the claimed failure. Failure mode was confirmed as stated in this complaint investigation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While reaming the reamer stopped working. Dr (B)(6) pulled the reamer out of the joint and noticed that the shaft inside of the offset reamer handle appeared broken and seized up = 15 minutes surgical delay. Case type: tha.